Manufacturer narrative:
A united states customer contacted the siemens customer care center and informed that quality control (qc) was acceptable. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting, cleaned the wash area, tightened fittings for all connections, and verified the fluidic operation, including the sample syringe and sample air pump. The cse monitored the advia centaur cp instrument and performed additional services, including replacing the probe rinse block, displacement pump, reagent probe assembly and the syringe, level detection pump, peristaltic pump, and valve manifold. The customer verified the instrument's performance by running qc and a precision test. The customer observed no issues and noted the instrument was operational post-services. Siemens concluded that the cause of discordant falsely elevated high-sensitivity troponin I (tnih) results is unknown. The instrument is operating as specified and requires no further evaluation. The MDR 2432235-2021-00294 was filed for the same event.

Event description:
The customer observed discordant falsely elevated high-sensitivity troponin I (tnih) results on the advia centaur cp instrument. The results were reported and questioned by the physician(s). The customer used the same samples and instrument to perform repeat testing, and the repeat results were lower. The customer issued corrected reports and noted the repeat results were correct. There are no reports of patient intervention or adverse health consequences due to the falsely elevated tnih results.

Event description:
The customer observed discordant falsely elevated high-sensitivity troponin I (tnih) results on the advia centaur cp instrument. The results were reported and questioned by the physician(s). The customer used the same samples and instrument to perform repeat testing, and the repeat results were lower. The customer issued corrected reports and noted the repeat results were correct. There are no reports of patient intervention or adverse health consequences due to the falsely elevated tnih results.

Manufacturer narrative:
A united states customer contacted the siemens customer care center and informed that quality control (qc) was acceptable. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting, cleaned the wash area, tightened fittings for all connections, and verified the fluidic operation, including the sample syringe and sample air pump. The cse monitored the advia centaur cp instrument and performed additional services, including replacing the probe rinse block, displacement pump, reagent probe assembly and the syringe, level detection pump, peristaltic pump, and valve manifold. The customer verified the instrument's performance by running qc and a precision test. The customer observed no issues and noted the instrument was operational post-services. Siemens concluded that the cause of discordant falsely elevated high-sensitivity troponin I (tnih) results is unknown. The instrument is operating as specified and requires no further evaluation. The MDR 2432235-2021-00294 was filed for the same event.